Event description:
It was reported that the impedance on the right atrial (ra) lead has increased and is high and out of range. The p waves have decreased, but the threshold is stable. The lead remains in use with programming options discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 506852 lead, implanted: (B)(6) 2001. (B)(4).